Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Review of the pump data logs confirm that the customer did interact with the pump. Customer's blood glucose was 143 mg/dl.